Event description:
It was reported that the pt had continuous drainage from the left ear. The clinic decided to do a CT scan on her and found out that she had recurrent cholesteatoma including sensorineural and acute otitis externa. The pt is to be explanted and re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.